Event description:
While in surgery, the surgeon noticed that the handpiece was too hot to handle and had to be changed. This time the handpiece was also beginning to heat up and was getting hotter even when the unit was switched off. When the operation was complete, it was noticed that the patient had been burned laterally to the portal of the skin. Smith & nephew rep was on site and can confirm sufficient irrigation was used. It was indicated that the customer is not sure at what point the burn occurred, and therefore cannot be certain which handpiece caused the burn as there were two used in the procedure. However, they did state that the first handpeice used heated up to such a degree that the surgeon felt discomfort and the second one only started to heat up. From this, it would seem the first one caused the burn, but cannot be 100% certain.

Manufacturer narrative:
Unit got warm after running for 5-minutes. Unit leaked and caused failure. The evaluation could not be completed due to corrosion. Conclusion: improper maintenance.